Manufacturer narrative:
The reporter's name and contact information were no provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that the reverse functionality was not working on the small battery drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. A visual assessment was performed and it was identified that the device was received in a condition beyond repair (as confirmed from the pre-test status of the development failed). It was further determined that due to the poor physical condition of the device no further analysis / repair could be performed. It was further determined that the investigation failure information reported in the initial failure was not reproducible during the investigation. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.